Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B) (4). No complaint was received with return of the device. Failure (event) observed during analysis. As received, the pulse generator was at elective replacement indicator level. The device was implanted for 4.16 years, which did not exceed 75 percent of the 5.7 year projected longevity, and is considered premature battery depletion. No field settings were received.